Event description:
It was reported that during a case, the unit did not function as intended. The metal end of the unit fell into the pt. Further the piece was retrieved and a minimal delay was reported. It was further reported that this occurred in the last 30 seconds of the procedure.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.